Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility medwatch# (B)(4).

Event description:
User facility medwatch# (B)(4) report received that states "during closure of the cfa arteriotomy, the perclose suture device broke in the mid-segment & was trapped in the vessel. Required call to cardiothoracic surgeon, patient taken to for a cut down & repair of cfa". Additional information provided: it was reported that a proglide device was attempted in a 6f sheath during a percutaneous coronary interventional procedure. Reportedly, the device broke but was held together by the actuator wire upon depressing the plunger. There was no tissue damage and hemostasis was achieved via surgical suturing. There was reported clinically significant delay in the procedure and medication was administered. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.